Manufacturer narrative:
Company representative evaluated the system. System's error logs were reviewed, cleared, and system was rebooted. There were no problems found.

Event description:
Customer reported the panorama central station shut down, which may have affected telemetry monitoring. No pt injury was reported.